Event description:
Additional information received on 26-jun-2024, for mw5117006. Correcting procode information.

Event description:
Several interlink system paclitaxel sets by baxter have leaked at the connection between the tubing and the drip chamber.

Event description:
Several interlink system paclitaxel sets by baxter have leaked at the connection between the tubing and the drip chamber.